Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) produced a battery depletion (bd) alert along with the expected beeping. Engineering analysis of device data confirmed that this was a false positive alert for extended magnet application. Battery was confirmed to be depleting normally. No adverse patient effects were reported. Currently, this s-ICD remains in service.